Manufacturer narrative:
The sections have been updated accordingly. As reported a powerflex p3 f5 5x4 40 was inserted, but there was some resistance felt. The balloon crossed the lesion with some resistance and inflated. However it ruptured at ten (10) atmospheres (atm). Therefore, it was replaced with a same size new balloon catheter. The procedure finished successfully. There was no reported patient injury. This was a vascular access intervention therapy (vaivt) case. The lesion was calcified. The patient¿s information, target lesion, patient¿s vessel level of tortuousness was unknown and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was a little difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not inflate completely, but no leak was confirmed. The maximum inflation pressure was 10 atmospheres (atm). The product was removed intact (in one piece) from the patient. The patient is fine. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17641748 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system tracking difficulty in patient¿ and ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the tracking difficulty and burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon and difficulty tracking through the lesion. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a powerflex p3 f5 5x4 40 was inserted, but there was some resistance felt. The balloon crossed the lesion with some resistance and inflated. However it ruptured at 10 atm. Therefore it was replaced with a same size new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis as it was discarded at the hospital. This was a vascular access intervention therapy (vaivt) case. The lesion was calcified. The patient¿s information, target lesion, patient¿s vessel level of tortuousness was unknown and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was a little difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not inflate completely, but no leak was confirmed. The maximum inflation pressure was 10atmospheres (atm). The product was removed intact (in one piece) from the patient. The patient is fine. Additional procedural details were requested but are unknown.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17641748 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a powerflex p3 f5 5x4 40 was inserted, but there was some resistance felt. The balloon crossed the lesion with some resistance and inflated. However it ruptured at 10 atm. Therefore it was replaced with a same size new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. This was a vascular access intervention therapy (vaivt) case. The lesion was calcified. The patient¿s information, target lesion, patient¿s vessel level of tortuousness was unknown and rate of stenosis was unknown.